Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was not holding a charge prior to start of the preventative maintenance was verified during service. The issue was resolved by replacing the batteries. After replacing the batteries, the service technician verified that the power supply output was 30.000vdc and all charge indicators were working properly. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a medtronic field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that it was not holding a charge prior to start of the preventative maintenance. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the batteries were installed on (B)(6) 2021 and the lot number of the replaced battery is 12918153.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.